Event description:
It was reported that the patient's paddle lead irritated a nerve, which resulted in allodynia on his stomach that caused the skin to be extremely sensitive to touch. The patient's skin was so sensitive he could hardly put on a shirt. A revision surgery was performed to replace the paddle lead with two smaller leads. It was noted that the cause of the complaint was believed to be narrowing of the patient's spinal canal, not a product problem. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8591-38, lot# d20365, product type catheter - passer product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk, product type lead, product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the new leads were providing optimal stimulation. The patient still had some nerve root irritation from the previous lead implant. It was stated that it should subside with time.